Event description:
The event involved a plum duo where note states channel went offline without notice. It is unknown if there was patient involvement, but no harm occurred. No further information available.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for investigation. It was reported that the delivery accuracy test was performed to attempt to duplicate the reported issue of: device will not stay on without being plugged in for more than an hour. The reported issue was not duplicated. The reported issue was not confirmed in alarm history. Alarm history does show e380-plunger motor failure. The probable cause of the reported is undetermined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.